Manufacturer narrative:
Manufacturer ref#: (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. The device was not returned; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Based on the information provided, there are possible vessel characteristics, specifically the significant calcification of the vessel that may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, this was a mechanical thrombectomy of middle cerebral artery, m1 distal for acute cerebral infarction. An emboguard 87, 95 cm balloon catheter (bg8795c, lot unknown) could not be inflated. After the procedure, the balloon was found to be ruptured. The physician mentioned that the use of an introducer during the emboguard insertion into the sheath and the femoral artery was not employed, and that the vessel was significantly calcified, which was considered to be the causes. The physician did not view this as a significant issue. The thrombus was retrieved successfully, and the procedure was completed. However, intracranial atherosclerotic disease (icad) was found. There was no negative impact to the patient. A continuous flush was done. A phenom microcatheter was used. The puncture/cut on the catheter resulted in the balloon is not able to be inflated. Additional event information received on 07-apr-2025 indicated that the puncture/cut on the catheter resulted in the balloon is not able to be inflated.

Manufacturer narrative:
Manufacturer ref#: pc-(B)(4). Updated sections on this medwatch: b4, b5, d4, g3, g6, h2 and h11. Section b5: additional event information received on 14-apr-2025, indicated that the product lot number is 9463262. The physician confirmed only that the balloon got torn because it could not be deflated during use. The procedure was not delayed. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacture ref# (B)(4). Updated sections on this medwatch: b4, d4 (primary UDI number), g3, g6, h2, h4, h6 and h11. The device was not returned; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 9463262 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.